Event description:
It was reported that the subject device (guidewire) wire tip has become detached during the procedure in the patient. The procedure was completed with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During analysis, the returned device was visually inspected that the distal section of the device was bent broken. Additionally, the proximal end of the guidewire was kinked. Functional testing could not be performed due to the condition of the returned device. As per the additional information, the device was prepared as per the dfu and the patients anatomy was moderately tortuous. The device was returned and the reported event was confirmed based on the damage noted to the device. It is probable that the device was damaged due to the tortuous nature of the patients anatomy. An assignable cause of procedural factors will be assigned to the reported and analysed as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the device direction for use (dfu) but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject device (guidewire) wire tip has become detached during the procedure in the patient. The procedure was completed with no clinical consequences to the patient.